Event description:
Boston scientific received information that this pacemaker was going to be explanted due to early erosion. The health care provider reported that they would use the existing leads and upgrade the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.